Event description:
It was reported that this pacemaker was attempted to be implanted as a replacement device however. When connecting the non boston scientific right ventricular (rv) lead to the device after being inserted into the pocket, testing was performed in which the device exhibited lack of pacing with bipolar and high threshold measurements in unipolar. The physician attempted to add the lead however the vein was occluded. A different device was successfully implanted on the opposite side. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was attempted to be implanted as a replacement device however. When connecting the non boston scientific right ventricular (rv) lead to the device after being inserted into the pocket, testing was performed in which the device exhibited lack of pacing with bipolar and high threshold measurements in unipolar. The physician attempted to add the lead however the vein was occluded. A different device was successfully implanted on the opposite side. No adverse patient effects were reported.